Manufacturer narrative:
Event date has been updated to (B)(6) 2014 from (B)(6) 2014.

Event description:
It was reported that during a post-implant check, fluoroscopic imaging showed that the atrial lead had shifted. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.